Event description:
Customer reported the 7810 ventilator shut down during a case. Clinician reportedly switched to the bag position to manually ventilate the pt. There was no reported pt injury. Datex-ohmeda's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.